Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 207 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 140 mg/dl. Customer was not using proper testing technique and was using alcohol pads. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer could not find lancing device and could not perform a back to back blood test during the call on (B)(6) 2018. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:106mg/dl date: (B)(6) time:519p fasting, result 2:113mg/dl date: (B)(6) time:5:15p fasting, result 3:130mg/dl date: (B)(6) time:10:20p fasting, result 4:132mg/dl date: (B)(6) time:10:19a fasting, result 5:207mg/dl date: (B)(6) time:1:42p fasting.